Event description:
The customer's father called to report that his daughter's bgs went high (364-500mg/dl) during the second day of pod operation. Multiple correction boluses were administered, but were unsuccessful at lowering her levels. No alarm or problem with the pod was reported. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and able to start a new pod successfully